Manufacturer narrative:
Product event summary: the four batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving the batteires. Additionally, log file analysis revealed a controller power up event on (B)(6) 2017, at 17:40:10. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point after the controller power up event revealed that the (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for a maximum of 3 minutes 18 seconds. As a result, the reported event was confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary dis connections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. An internal investigation has also been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery (B)(4). D10: yes, return date: 21dec2018 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). D10: yes, return date: 21dec2018 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). D10: yes, return date: 21dec2018 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that patient experienced power switching and loss of both battery power when one (1) battery was still connected. Four (4) batteries ((B)(4)) were not returned for evaluation. A review of the non-returned batteries' manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 17:40:10 and 17:40:20; respectively. The data point prior to the controller power up was logged at 17:36:52 and revealed that battery (B)(4) was connected to power port one (1) and battery (B)(4) was connected to power port two (2); both batteries had experienced momentary disconnections within the preceding fifteen (15) minutes. The data point after the controller power up event was logged at 17:55:09 and revealed that battery (B)(4) was connected to power port one (1) and battery (B)(4) was connected to power port two (2) of the controller; battery (B)(4) had experienced a momentary disconnection within the preceding fifteen (15) minutes. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Based on log file analysis, a possible root cause of the loss of power can be attributed to a disconnection of both power sources, or it's possible a momentary disconnection had occurred. Heartware has opened an internal investigation to address momentary disconnections. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced power switching when their controller was connected to two fully charged batteries. There was also a loss of both battery power during the changing of power for power source "two" when one battery was connected to power source "one". The patient claimed that the incidence of power switching was higher when using two particular batteries on power source "one". Potential switching events were observed on all four batteries and both power ports. There was no injury, no dirt or loose connector issue in the controller. The patient was prone to have electrostatic discharge so they did not do any activity. An exchange of the batteries was planned. No patient complications have been reported as a result of this event.